Event description:
It was reported that during a medial meniscal allograft transplant procedure the implant broke; partially retrieved. According to the reporter, while the implant was going through the cannula it broke and was not noticed until the surgeon was able to spot a partial implant floating in the cannula. The surgeon removed (via grasper and mechanical shaver) as much of the broken screw as possible. The case was completed with the same type of implant, different lot. Patient date of birth was requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device involved in the complaint was not returned and an evaluation could not be conducted. The complaint was not confirmed. One unopened device was returned from the same lot. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The investigation of this event is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.